Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one petri dish with a plastic segment inside was received for evaluation. During visual evaluation, the reported device was not returned. Under microscopic observation, the petri dish was observed to have what appeared to be a plastic segment. The segment was not able to move within the petri dish. The edges of the plastic segment were noted to diagonal. One electronic photo was received and it was reviewed. A plastic like material was displayed in the petri dish. Based on the provided photo, the reported device contamination cannot be confirmed. Therefore, the investigation is inconclusive for the reported device contamination as the proper evidence was not provided in the photo and due to the absence of the returned device and packaging. A definitive root cause for the reported device contamination could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the foreign material was inside the chamber. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the foreign material was allegedly found inside the chamber. There was no reported patient injury.